Manufacturer narrative:
The device history record of the batch (14a119) was reviewed and no deviation was detected. The medical device complied with the specifications. The cage holder cannot be used to reposition the cage when it is in the interbody space. If the surgeon wants to reposition the cage when it is in the intersomatic space, he has to remove it using the cage holder (hd0060) and insert it again into the interbody space.

Event description:
When positioning the first l-varlock cage in the intersomatic space, the surgeon wanted to reposition it but the jaws of the cage holder (hd0060) did not allow this manipulation, thus the cage became detached from the holder. The surgeon tried to remove the cage with the instrument, but, without success.